Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the scratched distal tip could not be determined, however, the issue is a know inherent risk of the device and was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center with a report damage to light source insertion part. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, the metal part at the distal end was found to be scratched, likely due to stress. There was no patient involvement, and no harm was reported as a result of the event.